Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the leadless implantable pulse generator (ipg) dislodged to the coronary sinus. High threshold and no capture were noted. The ipg was surgically removed. No patient complications have been reported as a result of this event.